Event description:
(B)(4) medical records ad (B)(6) 2022. Pdf were reviewed by clinician. On (B)(6) 2015, the patient had a bilateral total knee arthroplasty to address arthritis. Depuy components were used during this procedure, including depuy patella. On (B)(6) 2021, the patient had a revision both femoral and tibial components left knee, to address aseptic tibial loosening and pain. During the procedure, the surgeon reported finding a grossly loose tibial tray that had debonded from the cement. The patella and femoral component were noted to be well-fixed. The femoral component and insert were revised without allegation of deficiency. Competitor products were implanted during this procedure, including competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.